Manufacturer narrative:
(B)(4). Medical devices: 51-107120 - tprlc 133 mp type1 pps ho 12.¿ unknown, 650-1056 - cer bioloxd option hd 32mm ¿ unknown, unknown - unknown g7 e1 neutral liner¿ unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown.the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06057, 0001825034 - 2018 - 06059, 0001825034 - 2018 - 06062.

Event description:
It was reported patient was noted to have urinary retention approximately 1 week post initial right total hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: item # 650-1065, cer option type 1 tpr sleve -3, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09214. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.